Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If explanted; give date: not applicable, there is no indication the lens has been explanted. (B)(6). The device was not returned for analysis as it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer found a small plastic on the optic part of zct toric iol (intraocular lens) upon opening the package or toric case. Foreign material was removed without issues and without damage to the lens. The lens was then implanted in the patient's eye without issue. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.